Event description:
Adverse event: dissection requiring intervention: onset of adverse event: during the procedure. Device issue: none. It was reported that after the 2.75 x 15 mm xience v stent was deployed at 14 atmospheres in the totally occluded right coronary artery, a dissection was identified at the proximal edge of the stent. A 3.0 x 18 mm xience v stent was implanted overlapping the previous xience stent to seal the dissection. There were no adverse patient sequela. The patient was discharged three days following the procedure. There was no additional information provided.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.